Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and two months post implant of this mechanical valve, it was explanted and replaced due to thrombosis of one of the leaflets in the closed position. It was reported that the patient discontinued anticoagulant therapy for approximately one month, which was identified as the reason for the clotting. No other adverse patient effects were reported.